Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4) implanted: (B)(6) 2008, product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a bent connector tip. Evaluation conclusion applies to the implantable neurostimulator (ins) serial # (B)(4). Evaluation conclusion applies to the desktop charger serial # (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer. Communication was not possible with the implantable neurostimulator recharger (insr). The patient tried to charge and it gave this. The last time the patient felt stimulation and the last successful recharge was over a month prior to the report. There was no stimulation for one month. It was noted the patient could not charge due to an issue. There was a bent and loose connector pin. The battery was depleted but this was not overdischarge. The patient programmer showed the recharge the implantable neurostimulator (ins) screen. Relevant medical history included failed back surgery syndrome.

Manufacturer narrative:
Evaluation conclusion code was updated to 67 for the desktop charger (serial # (B)(4)).

Event description:
Additional information received from the patient reported that the implantable neurostimulator (ins) discharge issue was resolved and it was working very well.